Manufacturer narrative:
A section of the driveline from the percutaneous lead replacement, approximately 10 inches from the connector was returned for evaluation. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts prior to removing the bionate layer. Breakdown of the metal shielding was identified at the metal connector. Visual inspection identified a breach in the insulation at the metal connector on the yellow wire. The damage appeared to be consistent with fatigue damage due to repetitive flexing on the wire at this location. As a result of the damage to the insulation, the underlying yellow wire conductor was exposed. The report of red heart alarms would have occurred as a result of the exposed conductors of one wire contacting the braided shielding when the system was supported by the power module. Additionally, the report of reduction in pump speed values and pump stoppage events while the system was connected to the power module support was confirmed based on the evaluation of the submitted log files. Information reported that the low speed operations and pump stoppage events continued after the percutaneous lead replacement and additional driveline damage was suspected. The patient was re-evaluated and received a heart transplant; however, the suspected additional damage could not be confirmed as the pump was disposed. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year. The explanted vad was disposed of, however, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced low speed advisory and connect driveline alarms when connected to the power module. The patient connected the lvad system to external batteries, and then exchanged the system controller without resolution of the alarms. The patient¿s family confirmed that the vad was still running by listening to the patient¿s chest. When the patient arrived to the ER, the cardiologist reported that the patient was not experiencing any alarms on the recently changed system controller. The patient was admitted overnight for observation and placed on an ungrounded patient cable. The center stated that the external portion of the driveline did not show any areas of compromise. Log file analysis completed by the manufacturer¿s technical services representative confirmed the pump stoppage events while connected to the power module. X-ray images showed what looked like a sharp bend in the portion of the driveline internal to the patient, and some thinning of the shield by the system controller end bend relief. On (B)(6) 2016, technical services arrived on site and performed a percutaneous lead (driveline) replacement. After the replacement the patient was placed back on a grounded power module patient cable, and no additional alarms were reported. On (B)(6) 2016, during a clinic visit, a pump stoppage event was observed on the system controller interrogation. The pump stoppage event occurred again with driveline manipulation. On auscultation, it was confirmed the pump was not running, and that the system controller produced controller fault. The customer exchanged out the system controller, but received alarm with message of ¿reconnect driveline¿. The patient was then connected to batteries and the alarms resolved. The patient was provided an ungrounded power module patient cable. The patient was asymptomatic. On (B)(6) 2016, the patient received a heart transplant.